Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. It is unknown if a qualified cartridge , viscoelastic, and handpiece were used. The company model is only qualified for use in the company (a) and (b) cartridges with a company ii or iii handpiece. No definitive root cause identified as the product was not returned. It is unknown if qualified cartridge, viscoelastic, and handpiece were used. The company model is only qualified for use in the company ii(a) and ii (b) cartridge; and company ii and iii handpiece. The IFU (instruction for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an glaucoma shunt implant procedure, haptic fracture was observed. Additional information was received by stating, the lens was not implanted, the patient was left as aphakic.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The lens was returned in the lens case inside the carton. Solution was dried on the lens. One haptic was broken-distal area. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if a qualified cartridge, viscoelastic, and handpiece were used. The company model is only qualified for use in the company (a) and (b) cartridges with a company ii or iii handpiece. The root cause could not be determined for the broken haptic. It is unknown if qualified cartridge, viscoelastic, and handpiece were used. The company model is only qualified for use in the company ii(a) and ii (b) cartridge; and company ii and iii handpiece. The IFU (instructions for use) instructs: company foldable iols (intraocular lens) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).